Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 9 and 10cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that staff advise patient line inserted for long term chemotherapy. When flushing prior to treatment commencing saline was seen to be leaking and a raised area in skin above the insertion point, which was cool to touch. PICC line removed after medical review. Line inserted on (B)(6) 2023, right basilic vein, mark at skin 5cm, skin to hub 15cm. Line secured with transparent dressing, securacath retainer and glue. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that staff advise patient line inserted for long term chemotherapy. When flushing prior to treatment commencing saline was seen to be leaking and a raised area in skin above the insertion point, which was cool to touch. PICC line removed after medical review. Line inserted (B)(6) 2023, right basilic vein, mark at skin 5cm, skin to hub 15cm. Line secured with transparent dressing, securacath retainer and glue. No other information was provided.